Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm intermittently occurred during basal delivery. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence and an empty cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.